Manufacturer narrative:
The treatment for the peritonitis was vancomycin, 1 gram every 5th day (route and duration were not reported) and fortum (dose, route, frequency and duration were not reported). On an unreported date, the antibiotic treatments were discontinued. At the time of this report, the patient¿s outcome from the peritonitis was still unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with vancomycin and fortum (doses, routes and frequencies were not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.